Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had lock and unlock issue between the major inner tube and the outer tube. It needed extreme force to unlock and lock the major inner tube and tried to use another two new major inner tubes to do the same process again but were also difficult to do so. It reached a dangerous force level to get locking and unlocking done. There was no patient injury.